Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump passed flow accuracy testing and was found to be delivering within required specifications. The black box history revealed a manual time/date change on (B)(6) 2014 from 10:46pm to 10:46am. The total daily dose (tdd) for that date appears to be inaccurate due to the manual time change. The tdd history showed that the pump was running on the default date between (B)(6) 2014. A time test was started, but not completed due to the internal clock battery failing. Unrelated to the complaint, the audio bolus button cover was missing from the pump. Also unrelated, there was a crack observed in the battery compartment. The returned battery cap was able to fully tighten and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacting animas and alleging that on an unspecified date the patient experienced a blood glucose (bg) as high as 600 mg/dl with extreme and/or atypical thirst. Allegedly, the time in the pump was changing without user intervention and began (B)(6) 2014. During troubleshooting, customer technical support (cts) walked through the steps to set the time and date to the correct setting. It was reported that it was maintained and the user remained on the pump at the time of the call. Cts advised the user to come off the pump and to use an alternate form of insulin delivery method as prescribed by their doctor if they are unable to use the pump safely. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the time allegedly changing in the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.